Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: b5. Desc evt problem: information was about motor starts was removed because it was duplicate information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department after noticing high watt alarms. The ventricular assist device (vad) exhibited power outside normal range. The patient also had atrial fibrillation/atrial flutter, chronic kidney disease, back pain, and peripheral artery disease. The patient had dark colored urine, but denied having any other symptoms. The patient was compliant with medications. The patient¿s international normalized ratio (inr) was 2.12. The patient¿s plasma hemoglobin (hgb) was 350, and the patient¿s lactate dehydrogenase (ldh) was 2176. There was concern for a pump thrombus. An echocardiogram was performed and showed the patient¿s ejection fraction was 40-45%. The patient was given intravenous (IV) anticoagulant medication, and the power parameters and urine color started to improve. This device is included in the subgroup 3 population for delay or failure to restart. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event. It was further reported that the driveline was cut to level, outflow graft was ligated and vad was decommissioned. Vad was not explanted.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department after noticing high watt alarms. The ventricular assist device (vad) exhibited power outside normal range and log file review revealed motor start events with parameters outside the typical range. The patient also had atrial fibrillation/atrial flutter, chronic kidney disease, back pain, and peripheral artery disease. The patient had dark colored urine, but denied having any other symptoms. The patient was compliant with medications. The patient¿s international normalized ratio (inr) was 2.12. The patient¿s plasma hemoglobin (hgb) was 350, and  the patient¿s lactate dehydrogenase (ldh) was 2176. There was concern for a pump thrombus. An echocardiogram was performed and showed the patient¿s ejection fraction was 40-45%. The patient was given intravenous (IV) anticoagulant medication, and the power parameters and urine color started to improve. This device is included in the subgroup 3 population for delay or failure to restart. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the driveline was cut to level, outflow graft was ligated and vad was decommissioned. Vad was not explanted.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. A review of the device history review was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the available autologs report revealed a sustained increase in power consumption and estimated flows starting on (B)(6) 2024, leading to parameters above normal operating range, and fifty (50) high watt alarms logged since on (B)(6) 2024. As a result, the reported high power was confirmed. The reported thrombus event could not be confirmed due to insufficient evidence. Of note, information provided by the site indicated that the patient received intravenous (IV) anticoagulant medication and the vad was decommissioned. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the reported high-power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, thrombus, hemolysis and renal dysfunction are known potential complications associated with the implantation of a vad. Of note, the patient's reported medical history indicated the patient had a history of renal dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.